Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received three inappropriate shocks two days post-implant, due to oversensing of noise consistent with air entrapment at the device header. The device was programmed off to allow the air to dissipate. A new follow-up was performed and troubleshooting confirmed no further noise due to air. The device was programmed back on, with the primary vector selected. No adverse patient effects were reported. The device remains implanted and in service.